Event description:
Device issue: stent dislodgement. Time of device issue: during the procedure. Adverse event: stent snared from patient anatomy. Onset of adverse event: during the procedure. It was reported that during an obtuse marginal stenting procedure (om1), the stent dislodged in the left main artery and was successfully snared. There was no adverse patient sequelae reported. The patient was stented with a non-abbott stent. Although requested, there was no additional information.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: many factors can contribute to stent dislodgement inside the body. In this case, return of the mini vision sds may have aided in determining a cause for the reported dislodgement. However, since there was no note of any damage observed to the sds or stent implant prior to the procedure, this may suggest that a product deficiency did not contribute to the stent dislodgement. It is possible that the stent became loosened and disrupted on the balloon at some point during the procedure, such that as the sds was removed, the stent interacted with the tip of the guiding catheter and dislodged into the vessel; however, this cannot be verified. The reported removal of a foreign body appears to be a secondary effect of the stent dislodgement as the dislodged stent was retrieved with a snare device. To ensure this type of occurrence is not a result of a potential manufacturing related deficiency, the profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line at abbot vascular. Additionally, all sds are 100% visually inspected online for stent damage, stent placement, dimensionally inspected to verify the crimped stent outer diameters, and a sampling of units is destructively tested for stent movement to verify stent security. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. Overall, based on the information received with this complaint and without the product to examine, a definitive cause for the reported stent dislodgement cannot be determined.